Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter experienced spline inversion issues when deployed to basket inside the patient during an ablation procedure for persistent atrial fibrillation, an off-label treatment. It was retracted into the sheath, spun, and redeployed outside the sheath several times with no resolution. The catheter was removed from the body, and the spline inversion issue was manually corrected. Prior to reinsertion, there was difficulty irrigating the catheter. The catheter would not flush when pressure was added to the pressure bag, or after the flush line was detached and a syringe was used in an attempt to flush. The catheter was replaced with a similar device, and the procedure was completed. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted, no issues were observed regarding the spline cage. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported failures.

Event description:
It was reported that a farawave catheter experienced spline inversion issues when deployed to basket inside the patient during an ablation procedure for persistent atrial fibrillation, an off-label treatment. It was retracted into the sheath, spun, and redeployed outside the sheath several times with no resolution. The catheter was removed from the body, and the spline inversion issue was manually corrected. Prior to reinsertion, there was difficulty irrigating the catheter. The catheter would not flush when pressure was added to the pressure bag, or after the flush line was detached and a syringe was used in an attempt to flush. The catheter was replaced with a similar device, and the procedure was completed. No patient complications occurred. The device has been returned.